Event description:
A customer reported an event of an odor emitting from the sterrad® 200 sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and evacuate the room until the odor clears. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2014.

Manufacturer narrative:
Root cause identified in CAPA was found to be premature failure/saturated oil mist filter or vacuum pump oil. Asp investigation summary: the investigation included a review of the device history record, service history, trending of the product malfunction code, failure mode and effects analysis, health hazard evaluation, system hazard and user misuse analysis, and CAPA. The DHR (device history record) was reviewed and no issues relating to the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The service history for this unit for the past 6 months (02/19/2014 to 08/18/2014) did not reveal a significant trend for this same issue. The trend of the product malfunction code odor/smells was completed from 07/2013 through 06/2014 and revealed a significant trend which was addressed through CAPA. The fmea (failure mode and effects analysis) revealed the risk priority number for this failure mode is (B)(4) which is greater than the acceptable limit. A CAPA was opened to address this issue. The hhe (health hazard evaluation) was reviewed for the risk of odor and smell exposure. The severity and occurrence for the general population were limited (transient, minor impairment, no medical treatment required) and the product problem has been known to result in the identified harm, but only occasionally and/or under unusual circumstances. The shuma (system hazard and user misuse analysis) determined the risk is as low as reasonably practical for exposure to odor or odorants. The CAPA (corrective and preventative action) identified the root cause for the odor/smells issue as: premature failure of the used and saturated sterrad® 200 oil mist filter caused oil vapor emissions that exacerbated the odor/smell complaints reported for the sterrad® 200 system; a less oxidatively stable vacuum pump oil caused the odor/smells for the sterrad® 200 system. No parts were returned for further evaluation. Asp will continue to track and trend this issue. No further investigation is necessary at this time.

Manufacturer narrative:
A field service engineer was dispatched to customer site. Odor/smell was confirmed. The catalytic decomp filter, oil mist filter and flush kits were replaced. Unit meets specifications and was returned to service on (B)(4) 2014.